Event description:
It was reported that a cartridge change error occurred. Customer reverted to an alternate tandem insulin pump for insulin therapy. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
B5, h6 medical device problem code 2907- remove. B5, h6 medical device problem code 2907- remove.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, the cartridge o-ring was missing and the customer confirmed the o-ring was not located on the pneumatic tap. There was no adverse impact to customer's blood glucose level. Customer reverted to an alternate tandem insulin pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.